Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Medicrea has previously repaired/evaluated this air dermatome once. The last repair was february 8, 2011 where it was reported that the device lacked torque and the motor, seals, bearings and bearing bushings were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea revealed that the motor lacked torque. The device failed incoming calibration testing and the height adjustment cut was very hard to move. The control bar also failed incoming testing. The reciprocating arm and the aluminum lever were worn. There was a ¿no oil¿ marking from the swivel. Repair of the air dermatome was performed by medicrea which included replacement of the ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, reciprocating arm, aluminum lever, ball plunger, swivel and adjustment cam. The air dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the calibration failed since the adjustment lever was hard to move. The control bar also failed incoming testing. The root cause of the device taking irregular grafts was due to the device being out of calibration and the damaged control bar. The issue was resolved with the replaced ball bearings, o-rings, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screw, poppet, motor, motor sleeve, control bar, reciprocating arm, aluminum lever, ball plunger, swivel and adjustment cam. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The air dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that there was an irregular graft. No adverse events were reported as a result of this malfunction. Attempts to obtain additional information have been made; however, no more is available at this time.